Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a white screen was found on the device. There was no repair made to the device, and it was scrapped.